Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system inhibited right ventricular (rv) lead pacing after oversensing of the atrial signal by the right ventricular (rv) lead along with rv loss of capture (loc). It was noted that the patient had atrial fibrillation (af) when implanted then recently underwent a cardioversion. It was also noted that no noise could be reproduced, x-rays and provocation tests showed no anomalies, and all other lead measurements were stable at present. No adverse patient effects were reported. Currently, this crt-d system remains in service.